Event description:
It was reported that the during an upgrade of the implantable cardioverter-defibrillater an insulation anomaly was noted on the right ventricular lead. Also noted was the patient experienced twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.